Event description:
Related manufacturer reference number: 2017865-2023-94644. It was reported that the patient presented for a routine generator change. It was noted that when the screw was loosened, the right ventricular (rv) lead was difficult to be removed from the header of the pacemaker. The pacemaker was explanted and replaced. The rv lead remained implanted but was inactive. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ventricular setscrew could not be loosened to remove the lead was confirmed. Analysis revealed that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrench from entering and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. In this case the wrench was just turning around the top of the inset without going down far enough to engage it. When the calcified blood was removed in the lab, a wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally, and the stuck lead removed. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.